Event description:
It was reported that the patient has an infection that warranted removal of primary implants. He was not reimplanted at this time.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5520-b-600, triathlon prim tib baseplate - cemented, lot code: igtda; cat. No.: 5510-f-701, triathlon cr fem comp #7 l-cem, lot code: srs4x; cat. No.: 5550-g-298, triathlon symmetric x3 patella, lot code: 2rvx. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer due to hospital policy.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot and sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient has an infection that warranted removal of primary implants. He was not reimplanted at this time.